Event description:
Reportedly, during the use of the device, a black rubber material dropped off into the cavity. The piece was removed without difficulty. Another device was used. No pt injury reported. Procedure: thoraco/pneumothorax.